Event description:
Per the clinic, the patient was explanted to undergo an MRI and was experiencing dizziness. The patient was explanted (B) (6) 2010 and will not be reimplanted.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This report is filed (B)(4) 2012.